Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: neu_ptm_prog (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that when they go to recharge their implant at night, the controller tells them that the stimulation is off. Patient stated that the controller turns itself off sometime during the day so they have 100% on both batteries and everything has turned off and it did that like 4 times last week from last monday to now. Patient unlocked the controller; controller showed settings not available. Patient tried to increase the stimulation in group a and patient confirmed the controller showed settings not available. Patient then switched to group b, patient confirmed they were able to increase the stimulation and patient confirmed they can feel the stimulation on their right leg and down their left leg. Patient mentioned the stimulator was for neuropathy in their feet. Agent reviewed meaning of settings not available message and reviewed with patient they can use group b in the meantime. The patient was redirected to their healthcare provider to further address the issue.